Manufacturer narrative:
(B)(4). The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that part of impactor chipped off. This was discovered in the sterile processing department. There was no patient involvement.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; g6; h1; h2; h3; h6. Visual examination of the returned product identified signs of repeated use (nicked and gouged) and is fractured. All pieces were not returned. The device has a possible field age of over 7 years. The DHR was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.